Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample was provided for evaluation. Upon visual inspection of the returned sample, it was compared against the drawing of the reported catalog number. The set was determined to be assembled within internal specifications. However, a foreign matter was observed within the drip chamber. The set was sent to analytical testing with a result of 0.1% of polysorbate was found within the sample. This fluid is not used in our manufacturing process. Based on the data from the investigation, the reported defect of foreign matter present was unable to be confirmed to be a manufacturing defect. Furthermore, the set underwent testing for occlusion / priming, no defect of unable to prime was detected at this time an approved project is in place to further address issues with the issue of unable to prime. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: brown spec. Detailed inquiry description: tubing with filter found to have a brown speck. Tpn bag re-spiked in a sterile manner with new tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used (contaminated) sample was provided for evaluation. Visual evaluation along with comparison against the product technical drawing was conducted. Though the set was assembled within internal specifications, a foreign matter was observed within the drip chamber. The set was sent to the analytical lab for further testing, and a 0.1% polysorbate was found within the chamber. This fluid is not used in our manufacturing process; therefore, the reported defect was not confirmed to be due to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.